Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. The pump was monitored and no unexpected pump error 81 alarm and pump error 82 alarm noted. Successfully downloaded history files and traces using thump. Pump error 82 alarm (file number: 16 line number: 427) was recorded in the formatted history file on: 05/04/2023 04:23:04.000 as per global logic analysis (esf#: 3764387), pump error 82 alarm (file number: 16. Line number: 427) was confirmed, suspected on hw. Pump error 81 alarm (file number: 32122 2104 121 16 16. Line number: 2690 382 578 427 393) was recorded in the formatted history file on: 05/04/2023 04:23:04.000 as per global logic analysis (esf#: lwd 4812707), pump error 81 alarm (file number: 32122 2104 121 16 16. Line number: 2690 382 578 427 393) was confirmed, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 04/29/2023 12:29:00.000 insert battery alarm was recorded and found in the formatted history file on: 04/29/2023 14:01:54.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-may-2023 at 10:36:56 pm. There was no power data available for the date of 29-apr-2023. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 04-may-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/29/2023 22:58:00.000. 04/29/2023 23:08:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor1 alert or unexpected sensor errors or anomalies were noted during testing. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Pump error 81 alarm, pump error 82 alarm and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was (pump error 81) and the hrm task did not grant motor power in reasonable time (pump error 82) twice. Troubleshooting was performed. The customer was able to successfully clear alarm, customer was able to complete rewind. The self test and the displacement were cleared successfully but the table indicate the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '08-jun-2023'.